Manufacturer narrative:
The customer was provided with a quote for service. Multiple attempts were made to obtain information on the repair details/service of the device and device context that have been unsuccessful. If additional information is later obtained, a supplemental report will be submitted.

Event description:
The customer reported the touchscreen was not working. The patient involvement information at the time of the event is currently unknown, but no patient harm has been reported. It has been reported that the customer replaced the touchscreen. Further details regarding the evaluation and repair are pending.

Manufacturer narrative:
(B)(6).